Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's ins somehow got turned off. It was reported that patient has tremors and they have never have them, but was not steady. Patient will have them in the right hand and then over. Troubleshooting could not be done due to lack of access of the product (patient lost their programmer). It was stated that the patient charged ins with ins recharger (insr) and therapy was off. Patient already talked to the neurologist who told them to call the manufacturer. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the day prior to the neurostimulator turning off they went to (B)(6), so they assumed it was their ¿ineligible¿ equipment. The consumer stated that turning the device back on did not completely resolve the tremors, so they were going back to the neurologist march 19th for an adjustment. No further complications were anticipated.